Manufacturer narrative:
Failure analysis confirmed the reported complaint. The instrument was found to have a segment of the conductor dislodged from connector at back end. The instrument failed an electrical continuity test. The housing was removed for inspection and the conductor wire was found to be positioned behind the instrument release lever. As a result, one side of the release lever was unable to completely be pressed in. This prevents the instrument from easily being removed from the arm. The root cause of this failure is attributed to a component failure. Fa found some additional observations not reported by site. The instrument was found to have insulation damage on the conductor wire. The internal wires were exposed as a result. The damage was located at the distal end on the bipolar yaw pulley. No material missing and no thermal damage was observed. Electrical continuity was tested failed. The root cause is attributed to a component failure. A review of the instrument log for the fenestrated bipolar forceps (part# 471205-17 / lot# k13220122 0007) associated with this event has been performed. Per this review of the logs, the instrument was last used on 07-jul-2022 during an abdominoperineal resection procedure via system serial# (B)(4). There were 9 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. Images associated with this reported event were not submitted for review. This complaint is reportable due to the following: failure analysis found the fenestrated bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, there was a message that there was no electrical connection after the insertion of the fenestrated bipolar forceps instrument. The instrument could not be removed after closing the ends. The customer used the emergency key, but that did not work. Intuitive surgical, inc. (Isi) technical support advised the customer to use force to remove the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter is unable to provide any patient related information.